Event description:
The customer reported to olympus that during a gastroscopy procedure, initially an image was present with poor quality (blur & distortion), but then there was no image on the evis exera ii video system center. The procedure was completed using a similar device. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation uncovered a defective circuit and patient board, corrosion found on the flat cable, there was heavy dust found inside and track of the receptacle unit was found corroded, corrosion was found on the back panel and connector and scratches were found on the housing. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the failure was caused by faulty printed circuit boards. The investigation could not determine the cause of the board failures. Olympus will continue to monitor the field performance of this device.